Manufacturer narrative:
(B)(4). Although the home patient reported moisture under the heater bag, insufficient information was provided to determine the cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during dwell cycle three of four of peritoneal dialysis (pd) therapy. The patient stated that there was moisture under the heater bag. The patient was advised to complete therapy manually. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.